Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator drive board, snubber board, and the high voltage tank were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not boot up. There was no patient injury or death reported.